Event description:
It was reported that the surgeon inserted a competitor's lens and the foam tip plunger overrode and bent the haptics during insertion. The incision was enlarged but not sutured. The patient was hospitalized for 5 days after surgery. The reporter stated the incident was due to a loading error.